Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this device sought medical assistance due to the newly implanted device, annunciating. During the investigation period, the physician was unable to complete a device interrogation. The device was later successfully interrogated and a fault code illustrated; data then sent to technical services (ts) for review. The ts review confirmed the error, stating the root cause was caused by either several re settable errors or a critical memory corruption. As the error was unable to be resolved the recommendation was immediate explant. The device was explanted and replaced with another boston scientific product and later returned for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Telemetry issues were encountered in the laboratory setting. After several attempts to communicate with the device, it was confirmed that errors had been recorded while the device was implanted. Additionally, the patient log showed a pattern of writes and resets indicative of behavior consistent with a shortened telemetry wake-up pulse behavior (radiofrequency (rf) wake-up period), associated with the crystal oscillator within the rf circuit.

Event description:
It was reported that the patient with this device sought medical assistance due to the newly implanted device, annunciating. During the investigation period, the physician was unable to complete a device interrogation. The device was later successfully interrogated and a fault code illustrated; data then sent to technical services (ts) for review. The ts review confirmed the error, stating the root cause was caused by either several re settable errors or a critical memory corruption. As the error was unable to be resolved the recommendation was immediate explant. The device was explanted and replaced with another boston scientific product and later returned for analysis.